Event description:
Following the coil embolization procedure the patient suffered ischemia. Nineteen days post procedure, at discharge the patient¿s condition was reported to be improved. He was discharged with the moderate disability. No other information was provided.

Manufacturer narrative:
For anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Ischemia and disability are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.